Event description:
It was reported that the right ventricular lead had apparently dislodged. The physician attempted to reposition the lead, but was unable to pass the stylet through the lead. The lead was explanted, and another lead was attempted. During the implant attempt, the replacement lead was found to have blood in the lead under the insulation. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was present on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.